Event description:
The customer's spouse called and said customer has been getting high blood glucose results on the device. Their doctor increased their oral meds. Two days later pt was not responding. Spouse used the device to check their glucose and obtained a reading of 197 mg/dl. They went to the hospital and their glucose was 30 mg/dl on a hospital meter. A lab was drawn and came back at 28 mg/dl. Pt was treated with an IV, fed and had urine samples taken. Pt was released three or four hours later with a glucose level of 85 mg/dl. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.